Event description:
Patient's legal counsel reported that the patient underwent right total hip arthroplasty on september 14, 2006. Legal counsel further reported patient was revised on (B)(6) 2014 due to patient allegations of pain, clicking, catching, giving way, and loosening. Review of invoice history indicated that the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity¿ and ¿postoperative pain¿. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08545 / 08546).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that the patient underwent right total hip arthroplasty on (B)(6), 2006. Legal counsel further reported patient was revised on (B)(6), 2014 due to patient allegations of pain, clicking, catching, giving way, and loosening. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports the patient was implanted and explanted on the dates reported above on the left side only. There are no records to indicate the right hip was ever implanted. Revision op report notes the presence of aseptic loosening of the acetabular component, synovial reaction, and light brown joint effusion. The modular head and taper adapter were removed and replaced. The cup was removed and replaced with a competitor component.